Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), resulting in an increase in mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips (cds0601-xtr 80718u123, and cds0601-xtr 80718u120) were implanted without issues, successfully reducing mr to 2. On an unknown date, the patient returned with increased mr. The physician related the cause of the worsening condition to the progression of disease. The clips remained stable on both leaflets. At a later date, the patient returned and it was noted one clip detached from the anterior leaflet (single leaflet device attachment-slda). Mr had increased to 4+. The lot number of the slda clip could not be determined. A second procedure was performed on (B)(6) 2019 where an additional mitraclip was implanted to stabilize the slda clip and the mr was reduced to 2. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). It could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: cds0601-xtr / 80718u1 / 23, date of manufacture: 19-july-2018, expiration date: 19-july-2019, unique device identifier (UDI) number: (B)(4). Review of the lot history record found no non-conformance that would have contributed to this event. Review of the complaint history records found no indication of a lot specific product issue. Cds0601-xtr / 80718u1 / 20, date of manufacture: 19-july-2018, expiration date: 19-july-2019, unique device identifier (UDI) number: (B)(4). Review of the lot history record found no non-conformance that would have contributed to this event. Review of the complaint history records found no indication of a lot specific product issue. The device was not returned for analysis. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.